Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services recommended device replacement and return for analysis. At this time, the pacemaker remains in service and no adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services recommended device replacement and return for analysis. At this time, the pacemaker remains in service and no adverse patient effects were reported. Subsequently, the device was received for analysis.

Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services recommended device replacement and return for analysis. At this time, the pacemaker remains in service and no adverse patient effects were reported. Subsequently, the device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination of the device header and case noted no anomalies. The device was in safety mode and had no telemetry. A memory dump could not be performed. The battery was isolated for testing which found the battery cell to be depleted; however, no battery-related or component-related issues were discovered that would have led to the reported clinical observation. Based on returned device analysis, the cause of the reported event cannot be established.